Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2016 on behalf of patient to report that the receiver displayed a firmware error on (B)(6) 2016.the nurse did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot due to perpetual rebooting. A functional test could not be performed in this state. Data could not be downloaded in this state. The receiver case was opened and the ui pcba was detached to successfully download the data log. The data log was reviewed and firmware errors were observed. A voltage test was performed and passed. The reported event of a firmware error was confirmed. A root cause could not be determined.